Event description:
During an evaluation of the product, the catheter kinked at the distal end following a contrast injection.

Manufacturer narrative:
Upon receipt of the returned device, a visual examination was conducted under magnification. A slight wrinkle was observed on the underside of the primary curve. A guide wire was inserted through the catheter and out through the distal end of the catheter with no difficulty. The product defect was reviewed against limit samples for acceptability and was found to be within the acceptable limits. Two additional kinks in the body tubing were observed at approximately 89 and 90 cm from the leading edge of the strain relief. Merit medical will continue to monitor these types of events for any potential trends.